Event description:
A malfunction on the pump was reported by the caller, which occurred after wearing it under a rain jacket during rain. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller worked with technical support to reset the pump, but the malfunction code recurred. As a result, technical support arranged to send a replacement pump with updated software and provided instructions for returning the problematic pump. The caller was informed about transitioning to multiple daily injections as backup therapy and was advised on further steps to take with the replacement pump.